Manufacturer narrative:
Device is not being returned for evaluation, therefore no determination could be made for the reported incident.

Event description:
Customer reported the pencil was placed down on the drape and burned through the patient's leg (right thigh), which was approximately 2" in length. They did excise the burn.